Manufacturer narrative:
Literature citation: huang m, dalm b, simpson r k (february 27, 2018) toxic myelitis and arachnoiditis after intrathecal delivery of bupivacaine via an implanted drug delivery system: case report and review of the literature. Cureus 10(2): e2240. Doi: 10.7759/cureus.2240. Please note this date is based off of the article¿s publication date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Continuation of medical devices: product ID neu_unknown_lead, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary: a rare case of presumed toxic myelitis and arachnoiditis was observed after the initiation of intrathecal bupivacaine as an adjunctive agent in a patient with an idds. Reported event: a (B)(6) man with chronic lumbar radiculopathy refractory to decompressive laminectomy experienced ¿nontherapeutic¿ and ¿failed¿ spinal cord stimulation (scs). The patient later had an intrathecal drug delivery system (idds) implanted as a result of the failed therapy and his pain was initially controlled very well. It was noted that ultimately the patient¿s scs system was explanted to allow for MRI studies following a change in symptoms with the idds. Pan-spine mris performed following the scs system explant showed a non-compressive epidural fluid collection related to the precedent stimulator removal. There were no further complications reported or anticipated. Please see regulatory report #3007566237-2018-01655 for issues experienced after the implant of the idds.